Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to h2: remove device evaluation. Correction made to h3: device returned for evaluation? No (previously submitted as yes). Correction made to h3: manufacturer evaluated device? No (previously submitted as yes). H3: evaluation summary attached? No ((previously submitted as yes). H10: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a connection issue; further described as ¿transfer set fell off." This was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was given vancomycin 1gm intraperitoneal(ip) as precautionary measure. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.